Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a percutaneous angioplasty balloon burst during post-dilation a stent. The device was advanced via contralateral approach from the femoral artery. A guide wire was advanced to the site and the lesion was pre-dilated several times prior to stent placement. It is unknown if the same balloon was used for the same pre-dilations. After placing the stent the physician attempted to perform post-dilation with the pre-dilation balloon and noticed that the balloon had already ruptured. The post-dilation balloon was exchanged for another and the procedure was completed without problem. There were no reported adverse effects to the patient.